Manufacturer narrative:
At this time, there is inadequate information to determine if there was an adverse event or a malfunction of the cartridge. If additional information becomes known, a supplemental report will be filed. No conclusion can be made at this time. The cartridges in question were not returned there is no further investigation necessary with respect to the leak issue. Cartridges with lot # b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The pt reported elevated blood glucose and complained about the subsequent abnormal use of insulin. She stated that she would like to be reimbursed for cost of the additional insulin. The details of the event are not available at this time. The complaint is being reported due to the paucity of information about this allegation.